Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the cartridge chewed the iol. Additional information was provided indicating that there was no patient contact with the product. The procedure was completed with no patient harm.

Manufacturer narrative:
Evaluation summary: the cartridge complaint sample was not returned for evaluation. The associated iol was returned. The iol product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if a qualified handpiece and viscoelastic were used. The associated iol was returned and scratches were observed. The product investigation could not identify a root cause for the reported complaint. Lens damage during delivery typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).